Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Mechanical problem was identified as the failure mode the review of the device history record (DHR) for ellips fx phaco handpiece showed that there were no issues or non-conformities. Manufacturing records were reviewed and the device was manufactured according to specification. The manufacturer record review showed that there were no issues or non-conformities. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine and handpieces were examined and tested at the customer location by an amo field service specialist (fss). The field service found no issues with the operation of phacoemulsification unit. In addition, the fss tested two of the customer¿s phaco handpieces used during the event. Handpiece serial no. (B)(4) was examined and was found to be working properly after the fss replaced the tip. Handpiece, serial no. (B)(4) failed to tune cycle and the fss advised the surgery center to have the handpiece repaired or exchanged. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn occurred in the patient¿s operative eye. The surgery center indicated there were 2 corneal burns. The surgery center requested the phacoemulsification unit and two of phaco handpieces to be inspected. A brief description from the surgery center indicated both corneal burns occurred with two different surgeons on two consecutive days. In addition, both corneal burns occurred during sculpt mode/settings. No additional information was provided.